Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received not deployed. A rotational sensor malfunction was observed during the priming sequence, causing first prime to end earlier than expected. Consequently, the firing flat was not lined up with the release bar by the end of second prime, preventing deployment of the needle mechanism. The rotational sensor malfunction also resulted in an 0x41 "rotational sensor maximum summed error table" alarm. No damages or defects were found that would contribute to the rotational sensor malfunction, and during the investigation the device delivered a 5 unit bolus and did not replicate the rotational sensor malfunction or alarm. The cause of the rotational sensor malfunction could not be conclusively determined.